Manufacturer narrative:
(B)(4) - the pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pump had eroded through the skin. The pump was replaced. Per the rptr, the pump was working fine. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.